Event description:
The event occurred on an unspecified date in (B)(6) 2023 and involved a 41 cm (16") appx 2.7ml, ext set tubing pur ambrate, spike, y-clave¿, luer check valve. The reported issue was the blocking of infusion sets during the process of administering gemsol. 011-h1225 was connected to infusomat space cyto-sets b-braun- to 3 (three) different types. Problems occurred at the beginning when the nurse started to administer medication (immediate blocking). There was no serious injury or blood loss. There was unprotected chemo exposure and patient involvement, however no report of patient harm. This captures two of four occurrences.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, probable cause is unable to be determined. The device history review (DHR) for lot 12733917 was reviewed and no nonconformities were found that would have led to the reported complaint.